Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received a result of 250 mg/dl and then a second result in the 500's mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.